Event description:
A customer contacted beckman coulter (bec) reporting approximately 100 mls of clear fluid leaked from the coulter hmx autoloader analyzer. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of the occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection to this event.

Manufacturer narrative:
On the day the leak was discovered, a bec field service engineer (fse) contacted the customer via telephone to locate the source of the leak. The leak was confirmed to be caused by a tubing disconnected from the valve - vl22, which in operational state the vl22 opens the path from pressurized diluent for needle rinse. The customer reconnected the tubing which resolved the leak. The fse went onsite and performed preventive maintenance (pm) on the system. The service activity performed was verified to meet the specified requirements per established procedures. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).